Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the dermabond broken according to instructions for use (IFU)? No information. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No information. Was the ampoule crushed repeatedly? No information. What is the surgeons experience using dermabond? No information. Did the glass penetrate the users skin? No, only a glass ampule fragment came out. What was done to treat the shard penetration? N/a. Was medical or surgical intervention required? N/a. What is the status of the surgeon injury today? N/a. Where on the bulb did the doctor squeeze? No information, but the sales rep reported that a glass ampule fragment might come out from the bulb and the tip of the product. How much pressure was applied to the bulb? No information. Can you identify the lot number of the product that was used? Not available.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure and topical skin adhesive was used. During the procedure, a glass piece came out when the glass ampule was cracked. There were no adverse consequences to the patient.

Manufacturer narrative:
The actual sample was received for analysis. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The IFU for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿